Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1259839. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was submitted which displayed a burst extension tube. Based on this photograph and the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the tubing ruptured and leaked while using the bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: extension tube burst occurred during high-pressure angiography in CT room.